Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A stability and clinical review has been conducted and has found no indication of any product stability performance issues or clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 128 mg/dl at 9:09 p.m. And experienced malaise, stomach ache, vomiting and a loss of consciousness. Customer was able to regain consciousness and self-treat and a reading of 77 mg/dl was obtained at 9:39 p.m. On the built in reader. There was no report of death or permanent impairment associated with this event.